Event description:
Approximately one month after a patella fixation surgery on (B)(6) 2011, the surgeon reports the acumed implanted tension band pin broke. The tension band pin breakage was observed during a routine follow-up exam. The surgeon reports that the patient is fine, and does not have any pain. On (B)(6) 2011 the tension band pin was removed from the patient's body.